Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat experienced the teflon melted and there was no alarm. The issue occurred during therapeutic hysterectomy and dissection procedure. The procedure was completed with a similar device. There were no reports of delays. There were no reports of patient harm.